Event description:
It was reported that the video telescope had stripes in the image. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, the video cable was broken and therefore stripes in image occurred. The most probable cause of the complaint is component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video telescope had stripes in the image. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.